Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple cartridges from several boxes, including the most recent lot 30551, were leaking from the bottom where the rubber stopper is located. The patient confirmed they were not overfilling the cartridges. Due to the recurring leakage, the patient temporarily transitioned back to an alternative insulin delivery system. A replacement box of cartridges was arranged for further attempts, and follow-up from the field team was planned. The patient stated that their blood glucose levels were affected, reaching levels above 400 mg/dl and remaining elevated above 180 mg/dl for a couple of hours. The patient did not use backup therapy, perform ketone testing, receive medical intervention, or require assistance, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.